Event description:
It was reported that during a lap hand assisted colon resection procedure, the device made a sound. The site took the device out and saw that it was torn. They got a different size disc to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.